Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2014. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient reported left side "excess pain", before discontinuing breast feeding. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of pain received (B)(6) 2017 with lot number 1615593. Visual analysis of the returned device identified: fluids clear and white particles . Leak test was performed and no leakage was found (not identify openings in the device) the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "excess pain", before discontinuing breast feeding. Device has been explanted.